Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposure to moisture. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they jumped in pool and the insulin pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.